Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had high blood glucose. The customer's blood glucose at the time of incident was 500-600 mg/dl and customer treated with manual injection. The customer reported that insulin pump had blank display and display was blank less than 30 seconds. The customer reported that the display is blank currently and battery compartment was neither corroded nor damaged. The insulin pump will not be returned for analysis.